Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The tibial articular surface provisional was returned and evaluated. Visual inspection of the returned tasp found signs of repeated use and a fracture encircling the anterior side of the post feature. Gouge marks and dents were noted which is indicative of repeated use. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Based on the state of device and the age of the device the root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the instrument was fractured while re-trialing after the tibial and femoral prosthesis had been cemented. No adverse events have been reported as a result of the malfunction.